Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis as it remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, (IFU) states: note the use by (expiration) date specified on the package. Additionally, the IFU states that the device is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of coronary artery aneurysm, coronary bypass-vein graft aneurysm, acute coronary artery perforation and acute coronary artery rupture. It is unlikely that the use of the device in the common iliac artery caused or contributed to the reported event. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster rx 4.5 x 26 mm covered stent was used after its expiration date in the left common iliac artery. The patient remains in good health. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.